Event description:
During treatment with zyplast collagen, the needle disengaged and product spilled. There was no injury to the pt or to the injector.

Manufacturer narrative:
Medwatch sent to FDA on 10/19/2007. Supplemental medwatch will follow when results are available.